Manufacturer narrative:
Philips service replaced the single link dvi-extender cable 13m and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the display was blank on the mcs monitor during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.